Event description:
In december of 2002, pt was fitted for ucbl bilateral braces for feet. In 2003, they received the braces. After numerous follow-up visits, pt continued to have problems with the braces. Another orthotist at manfredi attempted to fit pt with ucbl bilateral braces. In spring, 2003, the receptionist at manfredi informed pt, that their co would no longer treat them, without giving any reason for their decision. At this point, pt presented the braces to a different orthotic and prosthetic co that pt was referred to by their health insurance co. Their orthotist attempted to shave back the plastic material from the navicular bone, explaining to pt that the brace made by manfredi was bruising the bone every time pt beared weight, especially on the right foot. It was later noted by two orthopedic surgeons, that after all the follow-up visits; the ucbl's were in their opinion, still inadequate. Pt had paid $550.00 for a pair of braces they could not wear, as they had caused pt pain in developing severe tendonitis. Two orthopedic dr's have since advised pt not to wear the braces at all, as the braces were not giving the proper support. Pt went to small claims court in relation to this product. The judge advised that because pt went in-network to a new dr who did not write the prescription, he denied reimbursement. Two drs stated that the prescription co produced inadequate braces. Both are orthopedic surgeons who are board certified in foot/ankle surgery.